Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer during the puncture process, a total of 3 cases were found to be unable to insert the intubation sheath and the guidewire could not be withdrawn due to roughness, burrs, bulges, and crookedness. It was reported this occurred with three devices. This report addresses the third device.